Manufacturer narrative:
The engineers reviewed the tracing pattern archive of this patient exam. The tracing pattern is suboptimal. The patient's exam exhibits tracer pattern done on the side of the head, with no tracing on face. IFU recommend tracing bilaterally on the nose, forehead and brow. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Software evaluation in progress.

Event description:
A medtronic representative reported the surgeon alleged that navigation appeared "a little off" deep within the anatomy during a tumor resection. Navigation accuracy was reported to be excellent on the superficial anatomy. When the surgeon identified that he had cleared the tumor and reached the ventricle, the navigation crosshairs appeared to be too superficial (in the middle of the tumor). This issue happened consistently with both the pointer probe and microscope navigation. According to the surgeon, brain shift was very minimal. There was no negative impact to the patient outcome. Surgery completed as planned.